Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 13-oct-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the device is over 15 years old. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, regarding the intermittent image and faulty video connector socket, these phenomena likely occurred due to faulty video connector socket; regarding the lamp error, the phenomenon likely occurred due to faulty lamp. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The device is an olympus loaner device returned for annual inspection. There is no patient involvement. Upon inspection, it was observed that the device had an intermittent loss of image. This is attributed to the faulty video connector. The error message lamp b error was also displayed. The lamp b of the device was burned out. This medwatch is being submitted for the reportable malfunctions of no image due to faulty video connector and lamp b being burned out.

Manufacturer narrative:
Event date is (B)(6) 2021. The data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). A full technical evaluation was completed for the returned device in accordance with the original equipment manufacturer specification. The device was tested; an intermittent loss of the image function displayed on the monitor. This is attributed to the faulty video connector. An error message lamp error b was displayed because lamp b has burnt out. The damage to the video connector socket, may have occurred due to excessive pressure applied to it when pressing the locking lever down to disconnect the video plug of video scopes or camera heads. The lamp b may have failed due to end of lamp life. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.